Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6.

Event description:
Patient reported " implant tear, with swelling". Later healthcare professional reported "probable left rupture" and "separation of the capsule with anechoic fluid throughout its periphery" confirmed via ultrasound. Later healthcare professional reported "decreases in size" and "extensive liquid collection surrounding the implant". This report is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to e1 country: patient reported events/symptoms occurred in california, where they currently reside. The patient will be traveling to mexico for the explant surgery. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "anechoic fluid throughout its periphery."

Event description:
Patient reported left side "implant tear, with swelling". Healthcare professional reported left side "intracapsular rupture" and "separation of the capsule with anechoic fluid throughout its periphery" confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted.